Event description:
It was reported that the patient's lead had migrated. A post operation x-ray showed that the lead was too far right. The patient was only getting right sided stimulation. A revision was planned where the lead would be moved to the left. The patient was receiving greater than 50% therapy relief. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer.

Event description:
Additional information received clarified that no devices were explanted in the revision. The lead was simply moved to a more midline position. The patient was doing "very well" with her stimulator. The patient was now able to get stimulation in all of the correct areas, and the pain was well controlled with the device.